Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the affiliate that the scrub nurse opened the tlc75 liner cutter for the case and the firing handle slid down and the 1st two staples fell out of the cutter. The nurse put aside for rep and opened a new linear cutter to complete the case. There was no consequence to the pt.